Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) became syncopal, received a shock and had a car accident. It was reported that the attending emergency room physician thought that the current device programming option took too long to respond and was not effective for this patient. Electrogram strips were faxed to the guidant technical services (ts) consultant for review. The ts consultant noted that all treatments were appropriate.